Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The event site's biomedical engineer notified a getinge service representative that to fix this issue. He aborted the test and restarted the iabp, and the problem was resolved. The iabp was then released and cleared for clinical service. The biomedical engineer is trained and does all the work on the event site's cardiosaves.

Event description:
It was reported that during preventive maintenance performed by the customer when the cardiosave intra-aortic balloon pump (iabp) was in diagnostics the screen was flashing random lines. No patient involvement or adverse event was reported.